Event description:
It was reported that the auxiliary pressure readings were not displayed. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the sensor tester shows no paux readings. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering with the following results of most possible causes: - impurities can be seen on the sensor panel in the area of the external pressure inputs. - wear and tear may occur in the sensor tester used, which can create transition resistances allowing the pressure tolerance to be exceed. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-10-16 for the period of 2019-07-19 to 2023-10-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-07-19. Based on the results the reported failure "no paux readings" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.